Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 10/30/2020, belt 07/30/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient was home at the time of the event and pressed the response buttons. It was reported that resuscitation efforts were performed. Per clinical review of the continuous ECG recording, the device was started up at 17:11:19 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm with pvc's and motion artifact at 21:10:52. At 07:06:06 on (B)(6) 2021 the patient's rhythm transitioned to vt at 200 bpm with motion artifact before degrading to vf with tactile artifact and CPR/motion artifact. The lifevest detected the arrhythmia, but response button use prior to treatment delivery, CPR/motion artifact, and tactile artifact prevented the lifevest from delivering a treatment. The patient was in vf with tactile artifact and CPR/motion artifact. Tactile artifact and CPR/motion artifact prevented the lifevest from detecting the arrhythmia after 07:16:57. The patient received a non-lifevest defibrillation at 07:49:58. The patient's rhythm at the time of treatment was vt at 220 bpm. The patient's post-shock rhythm was obscured by CPR/motion artifact. CPR/motion artifact and electrode lead fall off obscured the patient's rhythm until asystole is seen at approximately 08:21:59. The patient was in asystole with CPR/motion artifact and electrode lead fall off until the device shutdown at 08:29:27.